Event description:
It was reported that battery appeared to drain faster than expected, requiring frequent charging. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting with technical support, and cts was unable to confirm battery depletion allegation, with no additional information received regarding outcome of event.